Manufacturer narrative:
(B)(4). Batch # t93623. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The noise heard could be the I-blade getting stuck. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy when the first device was fired the handle was hard to close and was making a squeaking noise and then a crunching sound. The I-blade broke and fell into the patient. The pieces were found by irrigating and flushing them out of the patient. A second like device was tried and it did the same thing as the first except the I-blade did not break. The procedure was completed with a third like device with no patient consequences reported.